Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient suffered an infection approximately seven months after the initial surgery. The patient was revised and another universal spine system variable axis screw set was used for re-instrumentation. There is no report of delay in surgery or other additional intervention. This is report 3 of 10 for (B)(4).

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the sleeve has been received in intact condition (visual examination). The complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.